Event description:
It was reported during use that the cardiosave intra-aortic balloon pump (iabp) had an temperature related malfunction. There was no patient harm reported.

Manufacturer narrative:
Updated fields - b4,b5,g3,g6,h2,h6(type of investigation, investigation findings, component code, conclusion),h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse reported high-temperature alarm was faulty. After waiting for some time for the parts to come in, the (fse) replaced the high temperature recall kit. Refer to for all parts replaced. The unit passed all factory-specified performance and safety tests.

Event description:
It was reported by the customer that during use the cardiosave intra-aortic balloon pump(iabp) had a high-temperature alarm occurred and pneumatic test failed. There was no patient harm reported.

Manufacturer narrative:
Due to characterization limit e1: event site name: (B)(6) hospital. Event site address: (B)(6). A supplemental report will be submitted upon completion of our investigation.